Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7338766. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for smeared stoppers. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle, the plunger rod is hard to push on. On another syringe, she pushed hard and the plunger rod broke in half. Material no. 328411, batch no. 7338766. The following information was provided by the initial reporter: verbatim: consumer reported during injection plunger rod is "hard to push on". Stated once, the plunger rod broke in half during injection because she was pushing hard. No injury to report. Does not re-use. Lot: 7338766, expiration date: 2022-12-31, occurrence date: (B)(6) 2019, item: 328411. Discarded samples.